Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This event was reported on may 23, 2022 however, it was indicated the event date was on (B)(6) 2022. Could you please confirm the event date? Product code? Please verify the lot number: pjblgs35 as it is not recognized in our system. What tissue was being approximated/ sutured?

Event description:
It was reported that a patient underwent an appendectomy procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported that suture broke during sewing skin in the surgery. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/31/2022. H6 component code: g07002 no device returned. Additional information was requested, the following was obtained: this event was reported on may 23, 2022 however it was indicated the event date was on (B)(6) 2022. Could you please confirm the event date? Correct product code? Unknown please verify the lot number pjblgs35 as it is not recognized in our system could not verify. What tissue was being approximated/ sutured? Unk this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.